Event description:
It was reported an air leak and air embolism occurred during an atrial fibrillation ablation procedure under conscious sedation. A fast cath transseptal guiding introducer, dilator, guidewire and needle were used to access the left atrium. Following the transseptal puncture during routine irrigation and aspiration of 10 ml of blood through the side arm of the introducer, air was noted. The introducer was immediately pulled back into the right atria. An air embolism was noted in the left ventricle and then in the aorta. A pigtail catheter was inserted into the left ventricle and aspiration of "partially foamy" blood was noted. Further air embolism was noted in the right coronary artery where the physician aspirated more "foamy blood." During this time, the pt required circulatory support through temporary stimulation and catecholamine administration after 10 minutes normalization of EKG changes were noted and stabilization of the circulatory system. After removal of the conscious sedation, the pt was able to move all extremities but was not oriented to time or place. The pt is currently alert and oriented with no residual effects.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be submitted.